Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable ca2 calcium gen.2 result from the cobas 8000 cobas c 502 module. The initial result was 4.0 mg/dl and was not believed by the tech. The repeat result was 9.5 mg/dl and was deemed correct. The questionable result was not reported outside of the laboratory. The reagent lot number was 59699001 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer could not find a cause. He checked the gear pump pressure, flushed the sample and reagent probes, checked the detergent levels, and checked cell rinse levels. Precision was performed and passed. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a performance issue of reagent or instrument. The analyzer alarm trace contained no conspicuous event.